Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. During the investigation the pump motor was observed drawing higher than usual current. This caused the batteries to drain faster than normal and led to the unexpected shut down. This could be observed in the pump history, however, it could not be duplicated through testing at mmdg.

Event description:
The initial reporter states that the pump "shuts down in the middle of the night". They stated that it occurred twice and that no alarms were noted when the pump shut down. Mmdg followed up with the initial reporter, who stated that there were no adverse effects to the patient. (B)(4).